Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through two (2) one-link needle-free IV connectors. Medication was not passing through the devices and failed due to occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.